Event description:
It was reported that a threaded inserter tip broke off while implanting a device in l3-4 interbody space, chipping the implant. Both pieces were recovered. Implant was not explanted.

Manufacturer narrative:
Product analysis: visual examination confirmed the superior tang was broken. The broken piece was missing and not returned for analysis. Fracture initiation appeared to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface revealed a fairly quasi-brittle fracture, with no indication of fatigue. The above observations were consistent with bend stress overload.

Manufacturer narrative:
The instrument was returned to the company where evaluation found that the top tab on the tip of the inserter had broken off. From the face off the break it appeared to be the result of overload during a bending moment. (B)(6). (B)(4).